Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report 1627487-2011-03127. The patient received a scs system including two percutaneous leads (from 2 different lots) on (B)(6) 2011 for low back and leg pain. It was reported that the patient complained of numbness of her legs on (B)(6) 2011. The patient allegedly continued to feel numbness and weakness in her legs; therefore, the physician decided to explant the system on (B)(6) 2011. It was reported that the patient still felt the numbness and weakness postoperative. Follow up on the patient found that the doctor had performed a CT scan and MRI on the patient and found no anomalies. No further information is available at this time.